Event description:
During the pta treatment procedure, the tip of the ultra thin sds balloon dilatation catheter separated and became lodged in the dialysis graft. The retained portion of catheter was successfully removed using a snare device. The procedure was successfully completed and the patient's status was reported as 'stable'.

Event description:
It was further reported that the pta treatment procedure involved a slightly calcified, 85% stenotic lesion in a dialysis graft. The ultra thin sds balloon was inflated approximately 6 times throughout graft. The balloon became lodged at a bend at the apex of the graft. The dr had to apply significant withdrawal force to remove the balloon from its fixed position, resulting in the catheter frature. The pt's condition was stable trhoughout the event. The successfull snaring attempt to removed the broken ballon segment from the graft took approximately 20 minutes. The pt's current status is reported as 'stable'.